Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Updated information revealed that the patient successfully received a 26mm sapien 3 valve. The patient is doing well.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) and device degeneration are potential risks associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the device was not returned for evaluation, as it remains implanted in the patient. Per report, the cause of the worsening pvl was likely related to the 26mm xt valve being too small for the patient¿s annulus. The native annular area measured on CT 27.7mm2, which is more consistent with 29mm valve placement. The cause of the reported xt valve degeneration cannot be confirmed, but it may be related to the patient¿s co-morbidities and/or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, approximately seven years post implantation of a 26mm sapien xt valve, the patient was symptomatic and presented with dyspnea with an initial paravalvular leak (pvl). The pvl was closed with a plug and after paravalvular closure it became clear that the leak was from transvalvular to paravalvular through a degeneration of the skirt below the plug. A valve in valve procedure is planned. Per report, a CT from approximately 7 years was reviewed and determined the annulus diameter measured 27.7 mm. In addition, it was stated that the valve was obviously too small for this annulus.